Event description:
Programming history was received a manufacturer and reviewed and showed a pt to have high lead impedance indicating a possible lead malfunction. Good faith attempts have been made for add'l info surrounding event.

Manufacturer narrative:
Device malfunctions suspected, but did not cause or contribute to a death or serious injury.